Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer blood glucose level was in the range of 413 mg/dl at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.